Event description:
Related to MFR report #2183959-2012-02793. The plaintiff was implanted with bioarc sling during surgery performed on (B)(6) 2010 to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the "plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." On (B)(6) 2010 the plaintiff was reported to have been evaluated and diagnosed with "dyspareunia, voiding dysfunction, other complications due to genitourinary device implant and graft, pelvic muscle weakness and atrophy." And the plaintiff continues to suffer from "severe pelvic pain, vaginal bleeding, difficulty urinating, and dyspareunia," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.